Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device malfunction: loose stent. It was reported that on the first rx vision selected for use, the stent fell off the balloon prior to use in the pt. On the second rx vision selected for use, the stent was noted to be loose on the balloon. Neither device was used on the pt. No additional event or pt info is available.